Event description:
It was reported that the extraction screws were damaged during surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The extraction screws were damaged during surgery. The investigation of the complained extraction screws has shown that both tips got damaged- broken. We suppose that exceeding applied mechanical force, during removal of the screws, well beyond its calculated design may have caused the breakage of the tips possible strong tightening during insertion or some influence during the healing process may have caused fretting of the screw in the plate. The manufacturing and material document show no deviation to the specification.